Event description:
It was reported that after approximately 2 minutes, 30 seconds of use during a prostate procedure, the cap of the surgical fiber detached inside the patient and was retrieved. The procedure was completed using a second fiber. Procedure outcome: "no damages to the patient."